Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device overestimated generator battery longevity. Device was returned. Patient was stable before, during and after the event.